Event description:
Additional information received stating the surgery was extended by 150 minutes.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Report source: foreign-switzerland. Associated devices: reference number: 01.00402.055, item name: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, lot number: 2676056. Reference number: 14.32.05-20, item name: cocr head, ø 32/-4, s, taper 12/14, lot number: 2645816. Reference number: 01.00324.058, item name: durasul®, low profile cup, cemented, 58/32, lot number: 2659418. Reference number: 94.16.23-60, item name: reinforcement ring with hook, 60, lot number: 2587945. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to implant fracture. Approximately ten years post op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h6. The broken revitan stem was delivered with the head still mounted on the stem taper. The head looks inconspicuous with no signs of damage. The connection pin of the distal revitan stem is fractured. The fracture surfaces show a fatigue fracture with typical progression lines starting from the lateral side of the pin. The proximal component exhibits no bone ongrowth. Some scratches, nicks and polished areas can be seen on the anterior side probably due to the revision surgery. Patterns of small, polished stripes are visible in the medial side most likely derived from contact with the bone. The distal component shows heavy damage consisting of deformed material, scratches and dents probably due to the revision surgery. Bone attachments are visible on both surfaces. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. From the x-rays provided, it is possible to note insufficient medial bone support on the proximal part and this might be a contributing factor in the reported issue. Based on the investigation a pin fracture of the distal revitan stem can be confirmed and most likely attributed to fatigue. Nevertheless, since the cause may be multifactorial, consisting of device-, patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.